Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 70 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper creepout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper creepout. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with bd tube k2edta plh 13x75 2.0 plbl lav cn there was a loose closure. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 8:30 on(B)(6), 2022, the nurse in charge prepared 22 beds for blood transfusion according to the doctor's advice. According to the process, when the responsible nurse and the nurse on duty double-checked the test tube, the nurse found that the purple test tube cap was not tightly sealed and was in a half-open state. Replace the tube immediately.

Event description:
It was reported that during use with bd tube k2edta plh 13x75 2.0 plbl lav cn there was a loose closure. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: at 8:30 on (B)(6) 2022, the nurse in charge prepared 22 beds for blood transfusion according to the doctor's advice. According to the process, when the responsible nurse and the nurse on duty double-checked the test tube, the nurse found that the purple test tube cap was not tightly sealed and was in a half-open state. Replace the tube immediately.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.